Event description:
The reported description notes that the bedside monitor failed to alarm for a life threatening condition. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm for a life threatening condition, as the alarms were "switched off". The alarm limits had been changed. The pt's condition was noted by a nurse by the bedside and the appropriate action was taken. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.